Event description:
The customer stated he was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer could not perform the high pressure test during the phone call. The customer did mention that he got several no delivery alarms the days prior to the hospitalization. The customer stated that his current blood glucose reading was 400 mg/dl, and it was treated with a bolus. A follow-up phone call was made to the customer, and he stated that the bolus he took did lower his blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.